Manufacturer narrative:
H10: the device, intended for use in treatment, was returned for investigation. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications prior to being released for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which confirmed the relationship between the device and reported event. The snap lock nut was broken. It was reported that the handpiece failed the drill test, however, the photo of the test results included in the field report was of the handpiece characterization test. The reporter likely mixed up the names of the test. When the snap lock is broken, the handpiece snap lock could not be moved to the appropriate position and will therefore fail the handpiece characterization test. The malfunction is likely due to mechanical component failure.

Event description:
It was reported that the black stopper in the handpiece is loose: it was tested and it failed the drill test. No case involved. The results of investigation confirmed that the snap lock nut was broken, which is a reportable malfunction.